Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced and episode in which appropriate therapy was delivered. However, it is suspected that, as the episode progressed, additional inappropriate shocks were delivered due to rapid conduction from the atrium. Further review of the episode and a follow up was discussed. This system remains in service. No further adverse patient effects were reported.